Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps (fbf) was inspected by a nurse and an instrument operator and during the pre-surgery inspection, the forceps were intact. Damage was apparent to the wire after the arcing event. The cannula was inspected prior to use and it was normal. No pin gage was used to inspect the cannula. Arcing was reported. The spark appeared to originate from the instrument wire and grounded in the patient cavity. The surgical task performed at the time of the event was cauterizing and dissecting. Bipolar energy was used. The instrument was properly connected with the power cable. The generator was used at cut: 3, coag: 4. The instrument was in use around 2 hours prior to the event. A 30 degree endoscope, scissors, cadiere forceps and needle holder were also used. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing occurred, the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips or suture while energized. Jaws immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument as there was distilled water in the cavity. The surgeon believe the event was caused by wire breakage. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. On (B)(6) 2024, a video was obtained from the customer. Review of the provided video is consistent with the allegation of a fbf arc. The video showed the fbf sparking several times at the jaws. On 02/01/2024, further review of the video clip was conducted by advance failure analysis (afa). The following additional information was provided: there does not appear to be any damage to the fbf instrument. It looks like the arcing is occurring between the grips which may be attributed to carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument still passed the electrical continuity test and there was no insulation damage observed to the conductor wire. Any material missing was likely to be thermally induced rather than mechanically induced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) had a spark and smoke in the joint when activated. The procedure was completed with no reported injury.